Event description:
On tuesday (B)(6) 2011, an employee of (B)(6) was injured due to another employee not following MRI safety standards by bringing a wheelchair all the way into the MRI room and placed it next to the bed of machine to move pt to table then left the room to come find help moving the pt and when help arrived, he told the employee to man the chair while the pt was moved to the table. Once the pt was moved, the employee tried to get that wheelchair out of the way of pt to assist in laying him on table, in doing so, the magnet grabbed the chair and hit the employee in head and grabbed her off her feet and threw her into the magnet with the chair and squeezed her until the magnet was finally quenched. Then, the chair and the employee were removed from the magnet. The employee was taken to the ER and treated for her injuries. It has been continued practice for this particular MRI technologist to perform such unsafe practices and I would like to see this followed up.